Manufacturer narrative:
(B)(4). The axios stent has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 22, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas for pseudocyst drainage during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the second flange of the axios stent could not be deployed. The axios stent was removed from the patient partially deployed on the delivery system and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on july 22, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas for pseudocyst drainage during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the second flange of the axios stent could not be deployed. The axios stent was removed from the patient partially deployed on the delivery system and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. The delivery system was returned in original position. Visual examination of the returned device found the outer sheath kinked at the luer section. Functional inspection was performed and the stent was able to be deployed without problems. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of outer sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, and/or the technique used by the user, limited the performance of the device and contributed to the kink noted on the outer sheath. The reported event of stent partially deployed was not confirmed. Based on the available information, there is not enough information to confirm the reported event of stent partially deployed as the stent first flange was received fully covered by the outer sheath and undeployed; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.